Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on samples that resulted negative when using the simplexa covid-19 direct assay, but previously tested positive on competitor assays (cepheid genexpert and biofire). The customer was evaluating the simplexa assay vs the competitor assay, no patient results were impacted. Results on the competitor assays were not provided. It was noted that there are differences between the competitor assays and the simplexa assay: - genexpert targets (e gene, n2 gene), biofire (s gene, m gene), simplexa (s gene, orf1ab) - genexpert and biofire extract the sample, simplexa does not. Customer stated the samples were frozen after testing initially on the cepheid and biofire assay and it is likely the samples degraded over time. The customer's device and suspected false negative samples were not provided for investigation. The customer repeated their simplexa assay validation using fresh samples and no further issues occurred. Issue not confirmed. This is the 1st complaint on mol4150, lot# r8299n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# r8298n, met all qc release criteria prior to kit release. Mol4151, lot# r8298n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 29.2 (s gene) and 29.7 (orf1ab) and the internal control avg CT = 32.4. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on samples that resulted negative when using the simplexa covid-19 direct assay, but previously tested positive on competitor assays (cepheid genexpert and biofire). The customer was evaluating the simplexa assay vs the competitor assay, no patient results were impacted. The customer confirmed the alleged false negative results were not reported to a diagnosing physician since this was a evaluation test only and no alleged harm occurred. Sample collection method was not provided.